Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty charge coupled device-guide tube unit, universal cord and the connector case. Based on the results of the investigation a definitive root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope displayed no image during a diagnostic endosonographic procedure that was completed using a similar device, after a less than 30 minutes delay. There were no reports of patient harm.